Event description:
The doctor has indicated that the abutment screw has fractured, and the implant was removed. The patient will return for future re-implantation.

Manufacturer narrative:
A visual inspection confirms the screw fracture. Due to the condition of the parts a dimensional analysis could not be completed. The complaint report did not provide any additional information as to potential circumstances or protocols followed that might have contributed to the screw fracturing necessitating implant removal after 5 years of successful life. Therefore the cause of the fracture cannot be determined. A definitive root cause has not been determined. (B)(4).